Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a elecsys hcg + beta test system. The initial result was 6.57 miu/ml. The result did not match the patient's clinical diagnosis which prompted the customer to repeat the sample. The repeat result was 4806 miu/ml. The customer performed instrument maintenance and then repeated the sample second time. The second repeat result was 5020 miu/ml. No questionable results were reported outside of the laboratory.